Event description:
It was reported that there were high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that there were high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the right ventricular lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed.